Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported loss of arterial access or the patient effect of hematoma; however, the treatment appears to be related to circumstances of the procedure as hemostasis was achieved using manual arterial compression. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6fr sheath after a peripheral interventional procedure. Reportedly, after deploying the locator wings and moving them against the vessel wall, the device came completely out of the artery resulting in pulsatile blood flow from the access site. Hemostasis was achieved with manual arterial compression. There was no vessel damage, no issue gaining vessel access or with insertion. A small hematoma was noticed during manual compression and did not require additional treatment. There was no clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.